Event description:
It was reported to covidien on (B) (6)2010 that a customer had an issue with a hemodialysis catheter. The customer reports when dialysis for a pt was started, there were bubbles when the blood was pulled out. There was a hole in the line between the clamps and the connection. This catheter was removed and replaced with a 2nd catheter.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.